Event description:
Reporter indicated that the site's programming system would freeze while performing interrogations. Attempts for clarification as to exactly when the freezing, or on what troubleshooting steps were performed for the issue, were unsuccessful. The product was returned for analysis. Other than the known software malfunction which can be induced in all programming systems of this model, no other anomalies were identified with the programming system. Due to lack of info though, the manufacturer suspects that the reported event is a known software malfunction.